Event description:
It was reported through a general comment that on multiple occasions, the foot plate was difficult to close (step 4). The foot plate was able to fully close and the device was removed from the anatomy. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Based on the information provided, a definitive cause for the reported difficult to close could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue/calcification, or suture caught in foot. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated d4: the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
E1: corrected initial reporter establishment name from (B)(6) hospital. E1: corrected address, city and postal code.